Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer experienced the hypoglycemia. Customer¿s blood glucose level was 42 mg/dl. The customer stated that his auto mode did not suspend. The customer¿s mom not able to troubleshoot due to son being at school. The customer was treated with the glucose. The insulin pump will not be returned for analysis.